Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed. The instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and is able to retain the clip through engagement but cannot apply the clip). Additionally, the clip applier instrument was found with one grip bent. As a result, the clip could not be properly loaded on the grips. Functional clip testing was not performed due to the clip grip damage. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site tried to load the clip into the medium-large clip applier instrument and it would not work. The procedure was completed with no reported injury.